Event description:
I had to have my essure removed by hysterectomy only leaving at age (B)(6). Thanks to essure. I had the product put in 2009 and did all the f/u exams to ensure it was in place. The whole time I had these devices inside my body, I had pelvic pain everyday of my life. Sometimes sharp shooting, other times dull and agonizing and none would listen to me. I began having other side effects, health problems also, I got this out of my body by the only way possible hysterectomy. No woman at the age of (B)(6) should have ever had to endure years of pain and be subject to this type of neglectful types of companies who claim devices like these are safe. On (B)(6) 2016, hysterectomy due to having essure only ovaries left.